Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the patient's skin. The cannula of the infusion set had come out of the patients body, which then caused a subsequent leak. The caller alleged this has occurred with four different infusion sets from the same box. The customer alleged the infusion sets from a particular box were defective. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.